Event description:
It was reported that the scale was not accurate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Customer performed eval. Load cell. Stryker rep to do repairs.